Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified malfunction occurred. Date of event is an approximation. On (B)(6) 2024, the patient stated that the transmitter was not working (no specified malfunction was reported). The patient was going home and was in a shuttle. The transmitter was not working at that moment, but the patient did not remember the exact error, but the pump would have not been given insulin due to this. The patient checked her blood glucose reading at that moment, and gave herself insulin, but asked the shuttle to take her to the hospital as she experienced a horrible pain. When the patient took the blood glucose reading it was 400 mg/dl or more, and she when she arrived at the hospital it was almost 600 mg/dl. There was no documentation of a specific medical intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.